Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "precedex IV drip initiated at 0.2 mcg/kg/hr at 2210 on 2016. Infusion pump set up to administer drug at 3.99 cc/hr. At approximately 2255 on 2016 pump began beeping "air in line," entire contents of 50ml bag had been infused, although pump set up correctly. Precedex infused too fast. Upon inspection found door was broken. Unit removed from service. Settings witnessed by 3 rns. Patient's vitals stable, md notified at 2300 on 2016, pump and channel removed and set for work order. Patient remained in critical care unit, closely monitored follow up with md as necessary. Work order attached to pump; taken to central sterilization (cs)." Facility biomed tested the device and stated: "membrane plastic bezel cracked where inner door attaches to the point of failure to allow the inner door to no longer stay in position and allow free flow. Carefusion part # 10013081." No patient harm was reported as a result of the event.